Event description:
Caller states that the safe-t-pro lancet allegedly protruded past the opening of the device, and a paramedic was accidentally stuck with the used lancet. Caller claims that he was being tested for bloodborne pathogens. Requested return of the device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.